Event description:
It was reported that the patient was found with their legs stuck in the foot left siderail. It was reported that this issue was noted by the nurse upon room entry. It was reported that the patient right leg lacerated about 30 cm (on the tibia). It was reported that the patient required approximately 20 stitches. The device was inspected by field service and was found conform.